Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. The customer powered the pump off and upon turning the pump back on, the screen had been cleared. Customer had elevated blood glucose (bg) levels (264 mg/dl). Customer delivered a bolus to address elevated bg levels.